Event description:
It was also reported that there was noise on the rv lead. The right atrial (ra) lead also had a possible fracture. The lead explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - the full lead was returned in segments. The distal conductor was fractured. All conductors were stretched. The proximal conductor had blood/body fluid (not obstructed). The outer insulation was kinked/buckled and had cosmetic environmental stress cracking, was torn, had a white substance and a cosmetic and breached depression. There was blood in/on the helix/ lobe mechanism. The lead was stretched.